Manufacturer narrative:
The customer contact indicated the device was discarded. The devices were not received for testing. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage could have been due to the design of the clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the semi-rigid adapter of the clave secondary port broke. The plumset was being used to deliver an unspecified concentration of saline, at the unspecified rate, via a plum a+ pump. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port of the plumset for delivery of an unspecified chemotherapeutic agent. At this time, solution was backprimed from the plumset into the secondary tubing set and the delivery was started. After an unspecified length of time, and unspecified volume of solution leaked onto the floor. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. During visual examination at the user facility, a crack in the examination at the user facility, a crack in the semi-rigid adapter of the clave secondary port on the cassette of the plumset was noted. The customer contact reported a minor delay of therapy for the replacement of the tubing set on the solution container however, there were no reported adverse pt effects. No medical interventions were required. No additional details were provided.